Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Visual examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload.

Event description:
Pre-operative diagnosis: scoliosis it was reported that during surgery, the tip of driver stripped and broke while tightening a screw into l5. Product came in contact with the patient. No patient complications or symptoms were reported as result of this event.